Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield composite series skull clamp (a3059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the reported fault could not be confirmed during the evaluation. The device requires preventative maintenance, and repairs were completed to that effect and to meet manufacturer specifications. Root cause - the complaint is not confirmed, as slippage could not be duplicated. The unit requires preventive maintenance due to routine use and wear. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that during a procedure, they thought the pressure on the pins backed off or slipped while the mayfield composite series skull clamp (a3059) was in use. There was no patient harm, no hold up, no issue, but they want the mayfield evaluated.